Manufacturer narrative:
UDI number for this product code is not required. The actual device was not returned to the manufacturing facility for evaluation. Therefore, five retention samples from potentially affected lots were visually inspected to check potential damage in the catheter and inner needle. No anomalies were noted. The lot number is unknown for this complaint. The following are potential lot numbers along with the manufacturing dates and expiration dates: lot number: 161111s, manufacturing date: 11/10/2016 - 11/13/2016 and expiration date: 10/31/2021. Lot number: 161205s, manufacturing date: 12/05/2016 - 12/08/2016 and expiration date: 11/30/2021. A review of the manufacturing inspection records of the potential lots affected was conducted with no relevant findings. A review of the complaint files for the potential lots was conducted and no similar events were reported. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported a ruptured catheter. Follow up communication with the user facility reported: the catheter was successfully inserted at initial attempt; the tip of the inner needle was not moved during insertion; the catheter ruptured; a 10mm portion of the catheter was reported missing in the patient; an x-ray was conducted but the piece of fragment was unable to be located in the patient; and a CT-scan has been scheduled to be conducted.